Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced two events where infusion set did not penetrate to the skin. The blood glucose level of the patient was 55 mmol/l and the patient was sick, had diabetic ketoacidosis.the blood glucose level of the patient was 32 mmol/l on (B)(6) 2025. Therefore, the patient went to hospital on 04-mar-2025 for two days. During hospitalization, the patient was treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1:(B)(6). Initial and final MDR (B)(4).

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 8021545-2025-00941. The initial MDR with manufacturing report number (8021545-2025-00941), was submitted on 07-may-2025. Upon completion of the investigation, the manufacturing date was updated as 04-oct-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009271, in question was manufactured at the osted site. Threshold analysis: a query was run on 22-sep-2025against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal 6009271. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009271 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 04-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.